Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6) through follow-up communication livanova learned that the device was placed inside the operating theater during use with the fan directed 45 degree away from the patient and at an estimated distance of 1,7-2 meters from the surgery field. It was reported that the device was cleaned regularly per the instruction for use and that it was being cleaned by a professional company (watersafe) who were also taking water samples. External cleaning was undertaken with tuffie/euc01459f hospital multipurpose cleaning solution as per department policy/ manufacturer recommendations in conjunction with rch infection control as recommended external cleaning agents. In addition, it was reported that h2o2 level were always measured prior to use & consistently greater than 100 ppm & on very rare occasions requiring top up prior to use. The device is reportedly stored wet. However, it is not clear if peroxide level was checked daily. It was reported that the hoses are changed annually, that the overflow bottle is emptied and disinfected after each case and that the tubing to the vacuum outlet is changed every 7 days. It was also stated that initially an acid fast bacilli was detected in the pre-disinfection sample on the cardioplegia side. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There was no report of patient injury.

Manufacturer narrative:
Based on available information, the exact root cause of the reported issue could not be determined. However, the source of contamination is reasonably related to location where device is used/stored.